Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was observed that the device stopped packing while outside the patient. The cutter was inside the housing and the device was safely removed from patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis: the hawkone device was returned for evaluation. No ancillary device or images were received with the device. The cutter driver was not returned with the hawkone. Inspection of the distal assembly revealed biological debris within the housing. Inspection of the shaft revealed a blue fiber-like material. The substance was noted on in the dft however not noted around the black duck billed valve. The cutter was returned 0.7cm distal to the cutter window. Inspection of the cutter revealed a blue substance within the housing near the cutter. A cutter driver from the lab was attached to the hawkone device and the cutter driver was activated. The cutter could be retracted successfully, and no anomalies were noted. The cutter was then advanced; however, the cutter could only advance approximately 0.7cm distal to the cutter window. The device was the flushed/cleaned via the dft. The cutter was attempted to be advanced again; the cutter advanced approximately 0.7cm distal to the cutter window. The distal assembly was soaked for 24 hours. After soaking the device could advance approximately 0.8cm distal to the cutter window. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was using a hawkone h1-m device with a 6fr sheath and non-medtronic guidewire during treatment of a 250 mm plaque cto (chronic total occlusion-100%) fibrous, plaque lesion in the patient¿s mid/distal left superficial femoral artery (sfa) of diameter 6 mm. Moderate tortuosity and moderate calcification were reported. IFU was followed during prep, procedure and post procedure. The vessel was pre-dilated and post dilated. It was reported that a strange sound was heard coming from the device at the start of the case. The device had to be withdrawn on multiple occasions, due to the length of the lesion being treated. On one of these times, the device stopped packing. A new hawkone device was used to complete the procedure. No patient injury was reported.